Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced pain, dyspareunia, infection, bladder trouble, voiding dysfunction, vaginal bleeding, pain during urination, localized pelvic pain and recurrence of the original diagnosis. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.